Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. A software analysis was completed. It was determined that the behavior described is the intended behavior of the software. Radiology wasn't putting the dicom images on the disc. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site received errors when attempting to load exams via disc on the navigation system. A medtronic representative stated that it was likely either a disc format error or it was unable to interpret header data. There was no patient involvement. It was later discovered that radiology was not burning discs correctly; radiology was not putting the digital intercommunication of medicine (dicom) images on the disc. The site was re-educated. It was also noted that the site tried loading exams via usb but this did not work because it did not follow protocol.